Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to vibratory alert for high impedance on left ventricular (lv) lead. Loss of capture was also noted on the lead. Low threshold was noted on vectors of the lv lead. Programming changes were made. Vibratory alert was kept on. The patient was stable.